Manufacturer narrative:
The reported event involving a pcu module(s) ¿that vulnerabilities were found on the current fleet of alaris devices, specifically issues on alaris gateway workstation unauthorized firmware, interpeak ipnet tcp ip stack vulnerability, alaris gateway workstation web browser user interface lack of authentication, select alaris plus syringe pumps, and potential physical access to wireless credentials alaris pc unit model 8015.¿ could not be confirmed. The source device was not returned to enable testing for this investigation. This file was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: trackwise CAPA (B)(4). The customer stated that there was no patient involvement.

Event description:
It was reported that vulnerabilities were found on the current fleet of alaris devices, specifically issues on alaris gateway workstation unauthorized firmware, interpeak ipnet tcp ip stack vulnerability, alaris gateway workstation web browser user interface lack of authentication, select alaris plus syringe pumps, and potential physical access to wireless credentials alaris pc unit model 8015. The vulnerabilities were discovered by the customer's it security team. There were no actual cybersecurity events occurred. Although requested, additional information was not provided. There is no patient involvement.